Event description:
It has been reported to philips that, system would not power up. System was not in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not power up. Upon functional testing, the fse found that the monitor in the control room and the host pc had no power. The fse replaced new power supply. After replacement of new power supply, the system was returned to use in good working order.